Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultra fine¿ pen needle failed to deliver medication during use. The following information was provided by the initial reporter: "consumer reported bend when inserted into site consumer reported the point is not sharp enough. Tried with one this morning 3 times, could not complete injection".

Event description:
It was reported that the bd ultra fine¿ pen needle failed to deliver medication during use. The following information was provided by the initial reporter: "consumer reported bend when inserted into site consumer reported the point is not sharp enough. Tried with one this morning 3 times, could not complete injection".

Manufacturer narrative:
H.6. Investigation: a lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined.